Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial effusion. The cause of the pericardial effusion may have been procedure related.

Event description:
During a paroxysmal pulmonary vein isolation procedure, a pericardial effusion occurred. A pericardial effusion was observed via echocardiography after successfully isolating all pulmonary veins using a lasso mapping catheter and ice-guided cooled radiofrequency ablation technique. A pericardiocentesis and pericardiectomy was performed which stabilized the patient. There were no performance issues with any abbott device.